Event description:
A report was received that the patient was experiencing difficulty charging the ipg. Device malfunction was suspected. The patient underwent an ipg replacement and was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. Device malfunction was suspected. The patient underwent an ipg replacement and was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of charging difficulty was not verified. The ipg passed all the required tests and revealed no anomalies.